Manufacturer narrative:
Apoc incident # (B)(4)

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.42 on a patient. There was no patient information at the time of this report. The patient admitted to hospital based on the I-stat result and was treated with aspirin/ lmw heparin/ ticagrelor/lansopranol given to patient based on I-stat result. The customer states that return product is not available for investigation. (B)(6). There are no injuries reported with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.